Event description:
Revision surgery - the patient had an rsp 3/29 as a result of having 2-3 dislocations. The shell, insert and glenosphere were all removed. A 44+8 glenosphere with a neutral shell and standard 44 neutral were implanted to increase stability.